Event description:
During preparation of the device for use for a cardiopulmonary bypass procedure, the pump system unexpectedly displayed the message "fail 5", and two of the console's roller pumps stopped. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.